Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (6.0 mg/ml at .6639 mg/day) and bupivacaine (3.0 mg/ml at .3320 mg/day) via an implantable pump. It was reported that the physician reported that the patient was exhibiting signs of potential infection. The patient had a pocket revision from her right tight to her right buttock. The physician removed the pump and a segment of it was sent for culture and specimen analysis. The pocket was created in the right upper buttock and the catheter was reattached. The connections were verified, and the pump was updated. The cause of the event was unknown. The issue was resolved. The physician refused to return the devices. The healthcare provider has no further information for medtronic.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 8596sc (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone and bupivacaine via an implantable pump for non-malignant pain. It was reported that patient mentioned they had to have their pain pump removed from their leg because it had a staph infection in the site, so they put it in their low back.